Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced a shocking or jolting sensation while changing positions. Following a positon change, the pt would experience sharp pains. It was " like sticking their finger into a electrical socket." The sharp pains, which have occurred more often, would continue for several minutes and then eventually go away. The pt has not been sleeping during the night because if they turn over, the pains would wake them up. The device system was working fine with general pain control. Additional information is being requested from the hcp.